Event description:
Customer reported a leak occurred when using the coulter lh 500 hematology analyzer in their laboratory. The leak was described as clenz reagent, approximately 2-3 ml that leaked from the right side of the analyzer and was not contained in the analyzer. The customer was performing routine maintenance when the leak was identified. The customer resolved the leak by replacing the tubing at pinch valve pv37. The operator was wearing appropriate personal protective equipment of gloves, glasses, and lab coat at the time the leak was observed. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
The customer resolved the issue. A beckman coulter field service engineer was not sent to the customer's facility. (B)(4).